Event description:
A customer reported receiving an error message on her meter. Additionally, the customer reported she was unable to test her blood glucose due to having incorrect test strips. As a result, the customer reportedly experienced symptoms of lightheadedness, weakness and dizziness. The paramedics were called and tested the customer's blood glucose obtaining a reading of 440 mg/dl. They reportedly administered an unk intravenous medication to bring the customer's blood glucose down and transported her to a hospital where she continued receiving an unk medication intravenously. The customer reported being diagnosed with severe hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. The reported test strip lot number is compatible with the reported meter.